Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the electrode pad had a sharp pointy end. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The pads were not returned to zoll for evaluation despite due dilligent attempts; however, the electrode lot number was provided for investigation. A review of the device history record (DHR) and nonconformance records for onestep CPR a/a, lot 4225, found no discrepancies related to the customer's report. Retained sample electrodes from the same lot were evaluated, including deployment from the protective liner and visual inspection, with no discrepancies observed. Based on the investigation, the retained electrodes were determined to have been manufactured according to specifications. Analysis for reports of this type has not identified an increase in trend.